Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2017 with the following findings: there was evidence of short battery life observed in the pump history. The battery compartment was found to be cracked. There was evidence of moisture in the battery canister. The pump's sleep current reading was above specifications. Further moisture corrosion was found on the internal components of the pump. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter noted that the battery compartment was cracked. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.